Event description:
A customer contacted stryker to report that an event code is logged in the memory of their device that indicates there is charge remaining on the capacitor after a shock. In this state, the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's energy delivery pcb to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.